Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the drawer main 3 was not detecting to close or open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section e initial reporter occupation and other occupation, section h imdrf annex f grid a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 was not detected and failed to open and close. A field service engineer (fse) confirmed the drawer map was visible in manage map. With no user present, accessed hta and verified the sensor reading extended to 22 inches. Unable to replicate the reported issue. Tested in hta and confirmed all functions were working properly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the drawer main 3 was not detecting to close or open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.